Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Did the jaws of the device eventually open?

Event description:
It was reported that during a gastric bypass procedure, the knife did not want to get back. The surgeon could not open the jaws anymore. Another like device was used to complete the procedure. There was a delay of twenty minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? The device was locked on the tissue with the jaws closed. I think that they did not realize that the knife was still out so they did not understand why the jaws did not want to open. If yes, how was the device removed? After multiple tries, they could use the reverse button and take back the knife and open the jaws. If yes, did the jaws eventually open? Yes. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? They tried multiple times to use the reverse button. Did the jaws of the device eventually open? Yes.